Manufacturer narrative:
Records indicate this lead remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable defibrillation lead had undergone an ablation procedure. No device anomalies were noted post procedure. The patient was later noted to be in a slow ventricular tachycardia (vt). Upon device interrogation loss of capture was noted. Outputs were increased to maximum output and capture was still unable to be obtained. A lead perforation was reported. A code was called and the patient expired approximately a half an hour later. The rhythm was classified as pulseless electrical activity. The reported vt was below the lowest detection zone.